Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The reason for the revision reported was due to the reported pain which was the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall and being packaged in a non-conforming vacuum bag for more than five years. Prosthesis wear of the patella could not be confirmed as images of the explanted device were not provided. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 7 years and 1 month post the initial left total knee arthroplasty, the patient complained of pain and was revised to competitor devices. The patient has a recalled insert and patella. This is the fourth surgery for this patient. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. Concomitants: 200-02-38 three peg patella 38mm 02-022-45-9999 - fit tray revision add unassigned 02-012-44-3013 - logic tibia implant psc insert, sz 3, 13mm (B)(6) 02-012-61-2000 - tru offset stem ext coupler, 2mm (B)(6) 208-06-03 - cc distal fem augment sz 3, 10mm (B)(6) 02-010-66-2002 - metaphyseal femoral cone, medium, h42mm (B)(6) 02-012-60-1480 - tru stem ext 14mm x 80mm (B)(6) 02-012-60-1680 - tru stem ext 16mm x 80mm (B)(6) 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t (B)(6) 02-010-06-0532 - tru post. Aug. Size 3, 10mm (B)(6) 02-010-06-0230 - tru cc femoral size 3 left (B)(6) 02-012-61-4000 - tru offset stem ext coupler, 4mm (B)(6) 204-70-00 - tibial stem ext. Screw (B)(6). 201-78-81 - 3" trocar, mod. Hex 2pk (B)(6). 201-78-81 - 3" trocar, mod. Hex 2pk (B)(6).